Event description:
The customer reported that the unit was showing a communication error. The machine would not stop fluoroing. It wouldn't stop after hitting the emergency stop. The field engineer noted that the monitor did not show signs of the unit producing fluoro. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.